Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was treated in the emergency room for a blood glucose of 850 mg/dl and vomiting. The customer that he had changed the infusion set, but the cannula never went into his skin. The customer did not feel that the insulin pump had anything to do with the hospitalization, and stated that his blood glucose levels have been fine since being released. Nothing further was reported.